Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported that during preparation for use for a therapeutic laser lithotripsy procedure, the laser fiber would not connect to the soltive laser. The door did not open and therefore, did not connect. The fiber was never used. The laser fiber had a crack in it and it was noticed as soon it was plugged into the laser machine. The aiming beam was coming out of the crack. It was also noted that the fiber was handled with care. Another 200u fiber was used for the procedure and the intended procedure was completed. There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response/updates. Further communication with the customer conveyed the following information: per the customer the door had issues opening. They were eventually able to connect the fiber. When the aiming beam came on, they noticed that there were scattered green lights coming from a crack on the fiber. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: g2 (other, canada). This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. The results of inspection and evaluation determined that the fiber is a tfl-fbx200bs fiber with lot number: kr149907. The distal tip appeared unused. The proximal handle was intact and the proximal cap was on. There was a major kink/break in the fiber jacket. It was not possible to test the functionality of this fiber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The probable cause of the suggested phenomenon was due to mishandling of the fiber while it was in the scope. The fiber appeared to have broken at the mouth of the scope and the fiber appeared to have been overstressed at that point. Olympus will continue to monitor field performance for this device.